Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. The keypad cover was undamaged. The contrast and ¿ok¿ buttons were unresponsive. The bolus button could not be tested due to the unresponsive ¿ok¿ button. The pump casing was opened and moisture intrusion was evident on the keypad connector wire.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.